Event description:
The customer claims that the alarm unit will not power on even with new batteries. There was no patient injury reported. Evaluation of the returned product shows the unit does power on and that the fail safe feature does not work.

Manufacturer narrative:
(B) (4). (B) (4).